Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a port is damaged. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricle output connector is broken. Analysis also found the upper case, lower case, ring, and both bail covers are broken. Battery contacts are compressed, ring is missing, and keyboard is scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.